Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event.  Though the medical team believes this event to be possibly related to the device and patient condition, there was no definitive evidence provided to indicate the source of the patient's bleeding.  Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the anticoagulant therapy, non-pulsatile flow and related comorbidities.  The IFU indicates that anticoagulation should be individualized for each patient and guidelines for optimal patient management including pre and post-operative include arterial and/or venous vascular disease, chronic low flow state and decreased mobility.  There patient, procedural, and pharmacological factors that may have contributed to this event.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the clinical study database that this patient presented to the hospital with complaints of weakness and lethargy and hemoglobin of 8.5 mg/dl the patient was administered intravenous normal saline and one unit of packed red blood cells. She was discharged on (B)(6) 2015.